Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the catheter sheared, breaking into two parts. The physician was able to cut the catheter and re-initiate slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.